Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The root cause was determined to be due to the faulty leads the customer was using. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The customer was advised to discard the leads.

Event description:
A customer contacted stryker to report that their device would not detect a patient through defibrillation electrodes during a patient event. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not detect a patient through defibrillation electrodes during a patient event. There were no reports of adverse effects to the patient as a result of the reported issue.